Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube approximately 2.0855" from the distal tip. A piece measuring proximately 3.85mm x 3.38mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a plastic piece at the tip of the tip-up fenestrated bipolar forceps broke off. The procedure was completed with no reported injury.